Event description:
Had an echocardiogram at my cardiologist's office 24hr later received a severe burn like skin reaction under the left arm and a smaller reaction under the right. This I feel was from the gel used in this procedure. I've had many echocardiograms and this has never happened before somebody should've warned me that this could happen! I feel that the product was defective.